Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results found that the bcd10 device was returned. Upon evaluation of the device, the dissector tip was found separated from the shaft, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. In addition, the tip of the device was not returned. No conclusion could be reached as to what may have caused the reported incident. The complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot r40t8u number, and no non-conformances were identified.

Event description:
During cholecystectomy procedure, blunt dissectors were used. The cotton blunt tip of one of the dissectors came off and could not be found within the abdomen of the patient. Surgeon did a risk assessment and decided it would be better to close patient instead of converting to open surgery to search for the little cotton blunt tip. Surgeon expressed that the most likely scenario is that the patient will be fine and only develop a little ¿scar¿ or hardening of the surrounding tissue where the blunt tip ended up, but they will of course follow any post-operative events.